Event description:
Britepro solo miller 1 w/ mini handle used during a simulation. Product was in a sealed pediatric resuscitation cart. Light source noted to be inoperable. Ref 040-02-0410u, lot 220100681, exp 2026-12-01. Crosschecked recall from 2025, this model is listed but the lot # fall outside of the range for impacted product. Note this in the FDA report (FDA recall ID z-2182-2025)